Event description:
It was reported that on (B)(6) 2012 the patient experienced fatigue and presented to the clinic. The pulse generator exhibited premature elective replacement indicator (eri). The device was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed normal battery depletion.